Manufacturer narrative:
Concomitant medical products: addr01, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest discomfort. The right ventricular (rv) lead exhibited high thresholds and a perforation was suspected. The lead was first programmed off then later revised and remains in use. No further patient complications have been reported as a result of this event.